Manufacturer narrative:
The manufacturer previously reported that the patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information of patient medical condition on 01/25/2023, that patient has sleep apnea and also patient confirmed there was no visualization of particles.

Event description:
The manufacturer received information alleging visualization of particles, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.